Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample and one (1) photo was returned in connection to this complaint. Upon visual examination, it was noted that a reddish-brown colored substance was on the end of the spike. The substance was able to be wiped off. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. The sample was forwarded to the supplier for further investigation. Per the supplier investigation, the substance was found to be embedded burnt material in the plastic, which is a cosmetic issue that occasionally happens during manufacturing. A potential rot cause could be the cleaning of the air exhausts of the mold. All available information regarding this occurrence has been forwarded to our mrb business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. Additionally, all information concerning this reported incident has been included in our trend analysis of the product line. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "there is some form of substance on the spike." No injury reported.